Manufacturer narrative:
There is no indication service was dispatched for this event.

Event description:
The affiliate reported the customer alleged non-reproducible, elevated troponin I (accutni) result, within the risk stratification, for one patient, involving access 2 immunoassay system. Subsequent testing produced result within the risk stratification. The elevated result was not released out of the laboratory. A final report was issued. There was no report of patient injury or change in patient treatment associated with this event.